Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the black box shows an unexplained por on (B)(6) 2015 12:59; deliveries resumed at 15:35. On (B)(6) 2015 23:52 a replace cartridge alarm was recorded. No evidence of basal rates being wiped out of the pump observed in pump history. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at conclusion of testing the basal rate remained programmed in the pump with no changes observed. The basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient experienced a blood glucose (bg) over 400mg/dl with polydipsia and unspecified ketones. The reporter stated that the basal rates were being wiped out of the pump. Customer support (cs) completed troubleshooting and there were no call service alarms to support the basal rates being erased. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.